Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. However, delivery accuracy testing on the pump, supported the reported complaint. Delivery accuracy testing found the pump's average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. Service will replace pump's expulsor as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy (-11%). It was not specified whether this occurred during infusion or interrupted therapy. No adverse events were reported.

Manufacturer narrative:
Information was received on 11-mar-2020, indicating that the event occurred during testing. There were no patient involved.